Manufacturer narrative:
Additional information- no patient involved. Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed an intermittent power problem. The battery holder was corroded and the main alarm sound board had damage to the sounder harness leading to the reported issue.

Event description:
No patient involvement.

Event description:
It was reported that a smiths medical ventilator had alarms not working. No adverse patient effects were reported.